Event description:
It was alleged that the crew were moving the patient across the street on a slight incline when the wheel got caugth in the crevices of the sidewalk and the unit fell over, the emt caught the device causing one of the emt's to hurt their back. No further information was given at this time.

Manufacturer narrative:
The issue was resolved for the customer by entering the complaint and informing the customer that although they chose not to have the cot evaluated at this time, the cot could be evaluated at the customer's discretion.

Event description:
It was alleged that the crew were moving the patient across the street on a slight incline when the wheel got caught in the crevices of the sidewalk and the unit fell over, the emt caught the device causing one of the emt's to hurt their back. The emt did not require medical care for the injury, and decided to take some time off of work at her own discretion.